Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) for a rhythm that appears to be supraventricular tachycardia (svt) rather than ventricular tachycardia (vt). Wavelet showed "no match" scores for svt and atp delivered. Ventricular fibrillation (vf) numbers of intervals to detection (nid) increased to 30/ 40; vt nid increased to 28; vt-monitor nid increased to 32 and the device remains in use. The patient is a participant of the product surveillance registry. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that wavelet showed "no match" scores for vt and atp delivered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.